Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pacing impedances to out of range values due to a suspected lead fracture. The lead triggered a lead safety switch. Both unipolar and bipolar configurations showed out of range measurements. Furthermore, no capture at maximum outputs and noise were observed. A lead revision was recommended, but the rv lead remains in service. No adverse patient effects were reported.